Event description:
Related MFR # 2916596-2023-07234.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated due to the reported event of intermittent alarms while connected to the mpu; however, the mpu was not returned for analysis, and it was determined that the mpu was unrelated to the cause of the reported event. It was revealed that the root cause of the reported event was related to the returned system controller (serial number: (B)(6). The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted a phantom beeping while attached to the mobile power unit (mpu). Troubleshooting was performed by reviewing the log files and temporarily removing the mpu from use. No issues were identified on the mpu that could have caused the phantom beeps. The alarms were finally resolved by exchanging the controller. The patient experienced no symptoms at the time of the beeps. Related MFR # for the controller:2916596-2023-07234.